Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension, product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4) ; product ID: 3708695, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tightness along the extensions in the neck. Impedances were all normal. The dbs device was implanted in the abdomen and were the long extensions. The patient was offered stretching exercises to release tension in their neck along the extension, but the discomfort persisted. Impedances were normal. The doctor offered to perform a release surgery where they cut across the path of the extension in cervical areas and released the tension along the scar tissue pathway for the extension in the neck. The doctor explained that the extensions formed scar tissue in the cervical area of the pathway of the extension in the neck. They performed a multi-cut scar tissue release in for places along the extension in the neck in order to release the tension which was believed to be causing the patient discomfort in their neck. The patient complained of left side neck tightness and pulling where the dbs extensions were. The doctor performed a cervical incision cut down along the cervical area of extension pathway to relieve tension in their neck. The issue was resolved at the time of the report.